Event description:
The pt had his device off and laid down on the couch to elevate his legs. During this positional change, his implantable neurostimulator (ins) suddenly turned on and started shocking/jolting him and caused a numbness/tingling sensation in his legs. The pt stood up and checked the ins with the programmer and confirmed that it had turned itself on. The pt was able to turn it off with his programmer. The pt was at home at the time of the event and denied being in any irregular environments other than his son's school, but there were no security devices there that he was aware of and went there everyday and had not had this happen before. The pt had not had any symptoms similar to this since the initial event. Follow-up with the pt's healthcare professional was recommended. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).